Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced suspected thrombus was reported under medwatch report# 2916596-2017-02228. (B)(4). Approximate age of device - 5 years, 5 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that while the patient was admitted on (B)(6) 2017 for suspected device thrombosis, that the patient had experienced gastrointestinal bleeding that had resolved. Reference to a potential gastroscopy was made; however, no results were provided. Additional information was requested but was not provided.